Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly the customer reused a cartridge. A new cartridge was loaded to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.